Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the receiver video board to fix the issue. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a power-on test, it was found that the screen of the cs100 intra-aortic balloon pump (iabp) was white with a line. The graph signal could not be read. There was no patient involvement, and no adverse event reported.